Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2-jan-2026, it was reported by a sales representative via (B)(4) that an ar-8150px-45 powerpick is producing metal shaving during cases, but no specific case was mentioned.